Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an app crash occurred. On 02/18/2024, the patient woke up feeling disoriented, profusely sweating, delusional, and had a headache. The patient also stated her left eye ¿went blind¿. During this time, the patient was unaware of what her cgm was reading as the app stated, ¿your app has stopped working, you must reset it¿. The patient also did not have a bg meter; therefore, no bg meter reading were provided for this event. The patient self-treated with gvoke (glucagon injection). The patient felt stable for approximately 45 minutes, but then became symptomatic again with nausea, sweating, and tachycardia. At this time, the patient self-treated by eating some food with complex carbohydrates and sugar. The patient also mentioned taking some ¿glucose fiber¿. There was no report of medical intervention from a higher level of care. The patient was ¿still unstable¿ at the time of report. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Data was evaluated. Data analysis indicates that the app was functioning correctly on (B)(6) 2024 (the day prior to the reported event). At approximately (B)(6) on (B)(6) 2024 the data ended. The failure was reviewed by the software development engineers and it was determined that the crash was related to an issue that was previously investigated. G7app-38472 was previously opened to address this anomaly when using the g7 android phone app. The reported app crash event was confirmed through a review of the performance data. The probable cause was determined to be a software anomaly. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).